Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported there was pocket erosion. No infection was noted, but an allergy was suspected. The patient was to have an allergy test, but no date was provided. No other symptoms were reported. It was further stated the device would be replaced on (B)(6) 2015. No additional information was provided. A follow up report will be sent if additional information is received.